Event description:
The customer alleged that he performed control tests and received 2 results of "lo". The normal control range was 106-147 mg/dl. No adverse events were alleged. Customer service attempted to further troubleshoot the contour system, but the customer declined. The test strips were returned for evaluation. Replacements test strips were sent to the customer.